Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/23/2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download did not show any issues related to customer complaint. The receiver passed the fct test. Case open for interior inspection and troubleshooting: passed. No overheating found.he customer's complaint was not confirmed for receiver overheating because receiver no evidence found.the reported event of an overheating receiver could not be confirmed. A root cause could not be determined.